Event description:
I have gone from a very health fit personal trainer to a very unwell person. Symptoms I currently have: brain pressure, immense headaches after exercise. Ear pressure, feels blocked when laying down, eyes discoloured, yellowing around iris, breast pain, pinching, stabbing, tender, like a bruise, so sore to touch, burning, heavy weight. Unable to sleep some nights. Depression, severe tiredness, always sleeping, chest pains spiking, losing breath, earache, dizzy, light headed, lots of little bruises coming up, dry eyes and occasional blurry blindness randomly, whole body ache and heavy like nothing before, some days I thought because my body was hurting so much I was going to die that day. Really cold hands and toes, brain fog and memory loss, frustration from my brain just not working. I have during my time with breast implants had my second daughter who was born with only one kidney and was also a hard birth. As I was unable to sleep on my side during pregnancy due to the agony of the implants and the milk engorged breast, so the only way to sleep was on back which caused problems for my daughters positioning and as a result she was in wrong position for birth. Was not responding when born, midwife gave her a very strong massage to revive her. We almost lost her. I have the mentor siltex round high profile gel breast implant cohesive 275cc and 250 cc under the muscle. I am (B)(6) y/o never smoked, very rarely drink, maybe one at christmas to cheers. Live incredibly healthy lifestyle. Never been sick with even a cold before implants. Implants have caused me a lot of harm and my family. I still have the implants as have not been able to afford the surgery to remove them, finally now, we have managed to get enough together and I plan to have them removed end of october. FDA safety report ID# (B)(4).